Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: suspicion of alcl. Date of alcl diagnosis: unknown.

Event description:
Patient representative reported ¿patient experienced "implant distortion bia-alcl,¿ ¿physically, emotionally ¿injured," ¿pain,¿ increased risk of developing cancer, ¿ loss of enjoyment of life.¿ patient representative also reported patient experienced ¿debilitation¿ and ¿suffering, disability, impairment, disfigurement,¿ these events are not related to the device. This record is for an unknown side. Device was explanted. Pathological markers have not been confirmed.